Manufacturer narrative:
This patient received bilateral implants in (B)(6) 2014. The patient started to experience pain and restricted function. A CT scan showed that a significant amount of heterotopic bone had developed on the left side. During the debridement surgery, the surgeon removed the left mandibular component in order to gain access to the heterotopic bone and then refixated the device into its previous location using 2.3mm diameter bone screws.

Event description:
The surgeon performed a debridement surgery on the patient's left tmj.